Event description:
Many high frequency alarms. Many low tidal volume alarms. Flow sensor cannot be calibrated. Flow sensor cannot be calibrated. Patient's spo2 values dropped. Ventilator removed from patient. In tsw 6 ppat cannot be calibrated.

Event description:
Many high frequency alarms. Many low tidal volume alarms . Flow sensor cannot be calibrated . Flow sensor cannot be calibrated. Patient's spo2 values dropped. Ventilator removed from patient. In tsw 6 ppat cannot be calibrated.